Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalized due to continuous use of device, the patient also alleged surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hospitalized due to continuous use of device, the patient also alleged surgery that are related CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed, sound abatement foam degradation in the black substance and outside bottom of the blower box and was stuck to it. During secondary findings, during external and internal inspection, the manufacturer observed high pitch blower whine. An ui (users interface) knob and air inlet filter were missing. The air outlet port had dust-like contamination in it. A white dust-like contamination at the air inlet and significant dust-like contamination is spread out on the top of the pca (printed circuit assembly) and on top of the blower box and throughout the bottom of the enclosure. A dust-like contamination on top of the blower motor, and in the bottom of the blower box. Oily substance on blower motor seal. Air inlet seal had yellowed and had dust-like contamination on it. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was an evidence of sound abatement foam degradation. The manufacturer confirmed multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings and unable to address the patient's symptoms.